Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to function as intended. The occlusion knob was found to be turned excessively, but after unoccluding the knob, it was found to function as expected. With tubing inserted into the pump, the occlusion mechanism operated as expected.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. This complaint is related to (B)(4) / MFR#1828100-2020-00474.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump occlusion would not completely tighten down on the pump tubing. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via information received from the user that they occluded the roller pump as far as it would go. A letter was sent reminding the user of proper occlusion techniques. The service repair technician (srt) could not duplicate the issue. The srt observed the roller pump occlusion mechanism to function properly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.